Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a device malfunction contributing to the patient death. The cause of the artifact on both channels was unable to be positively identified.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017 between 21:30 and 23:30 while wearing the lifevest. It was reported that the patient's death was cardiac related. The patient's wife was present at the time of passing. The patient's wife stated she did not know why the lifevest did not treat the patient. The lifevest was removed by medics in order to perform CPR. Per the downloaded flag files and ECG recordings, the device was started at 20:13:27 on (B)(6) 2017. Te pad placement faults were detected from 21:05:42 to 21:06:41. Per the ECG recording, the patient was in sinus bradycardia at 50 bpm transitioning to af from 20 to 50 bpm from 21:06:42 to 21:07:10. Noise was detected from 21:07:11 to 21:32:11. The electrode belt was disconnected at 23:04:42 on (B)(6) 2017. Prior to the electrode belt disconnection, the ECG recording shows motion artifact on both channels from 21:32:11 to 23:04:42. The patient's rhythm during this time was unable to be determined.